Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain (between a 6-8 out of 10; on her period, it is at its worst and it feels like she giving birth without any medication. The pain feels like a shooting pain)"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("allergic reaction (nickel)/ nickel allergy"), arnold-chiari malformation ("chiari malformation"), cerebrovascular accident ("stroke") and loss of consciousness ("she was passing out due to essure") in an adult female patient who had essure (batch no. 859457) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)2005, (B)(6) 2006 and (B)(6) 2013), abdominal pain, chest pain, knee operation, syncope, neck pain and vomiting. Patient denies incoordination, incoordination, incontinence, slurred speech, hallucinations, spells, specific weakness, language difficulty, slurred speech, ringing in the ears.patient does not smoke or drink alcoholic beverages.no back pain. Previously administered products included for an unreported indication: depo-provera from 2006 to 2011. Concurrent conditions included obesity, cough, seasonal allergy, heart murmur, uterine fibroids, wrist pain, numbness, hypoaesthesia, blurry vision, appetite lost, sinusitis, nosebleed, dizziness, hallucinations, nausea, clumsiness, balance disorder, difficulty in walking, breast mass, cervical dysplasia, uterine fibroid, acute bronchitis, lightheadedness, ear pain, sore throat, acute eustachian salpingitis, sexually transmitted infection, hemorrhoids, amenorrhea, photophobia, dehydration, herpes simplex, dysuria, seizure, allergic reaction to analgesics and drug hypersensitivity. Family history included arthritis, cancer, diabetes (mother, father), stroke, cardiac disorder (maternal aunt), hypertension (mother) and breast cancer (mother, maternal grandmother). Concomitant products included axotal (fioricet), cetirizine hydrochloride (zyrtec), fiorinal [acetylsalicylic acid,butalbital,caffeine], ibuprofen, ibuprofen (motrin), loratadine (claritin), methocarbamol (robaxin) since 2015, paroxetine hydrochloride (paxil), sumatriptan (imitrex) since 2015, sumatriptan since 2015, topiramate (topamax), valproate semisodium (depakote), verapamil, zolmitriptan (zomig) and zonisamide (zonegran). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion medically significant), rash ("rashes"), skin disorder ("skin conditions") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramp/ dysmenorrhea (cramping)"), migraine ("severe migraines"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("mental breakdowns"), headache ("headaches") and frustration tolerance decreased ("short tolerance for things"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced seizure ("seizures"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and syncope ("syncope"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and abdominal pain lower ("lower abdominal pain"). The patient was treated with diphenhydramine hydrochloride (benadryl), antibiotics, cortisone and surgery (tubouterine implantation and surgical removal of coils). At the time of the report, the allergy to metals, menorrhagia, dysmenorrhoea, abdominal pain lower, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mental disorder, rash, skin disorder, headache, seizure, dyspareunia, fatigue, weight increased, alopecia and syncope outcome was unknown and the mood altered and frustration tolerance decreased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arnold-chiari malformation, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, loss of consciousness, menorrhagia, mental disorder, migraine, mood altered, pelvic pain, rash, seizure, skin disorder, syncope, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, 2nd daughter was born with narcolepsy with cataplexy, pulmonary stenosis, aortic stenosis, and noonan syndrome on or about (B)(6) 2017, plaintiff had a consultation for a future removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - in (B)(6) 2017: showing chiari malformation hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion transvaginal ultrasound was performed for cervical length measurement in order to assess the patient's risk for preterm birth. On (B)(6) 2014,hysterosalpingogram (hsg)total bilateral occlusion, tubes were blocked. Finding: uterine cavity normal in configuration without filling defects. Bilateral essure microinserts are present with the proximal markers at the uterine bilaterally. The fallopian tubes are completely occluded at the proximal marker. Fluoroscopy time was 0.1 min. Impression: essure microinsert well positioned with total occlusion of the fallopian tube. On (B)(6) 2015, head CT was unremarkable and mra of the brain unremarkable. On (B)(6) 2015, multiple spin echo sequences were performed without contrast including diffusion weighted sequences- there is a chiari type configuration with low lying cerebellar tonsils with inferior pointing and fullness of the foramen magnum without evidence of a syrinx in the upper cord. There is also some diffuse thickening of the dura which could be secondary to intracranial hypotension. Clinical correlation is recommended on (B)(6) 2015,mra of the brain- unremarkable except for a possible chiari malformation. On (B)(6) 2016, 3tesla mr imaging was performed in the sagittal, axial and coronal planes- finding: chiari '1 malformation is again noted and unchanged with the cerebellar tonsils greater than 5 mm below the foi6,nen magnum. Impression: 1.no changes in the chiari 1 type malformation 2. No acute abnormality. On (B)(6) 2017, us pelvis -reproductive: a crescentic, peripherally enhancing structure in he right oval)' measures approximately t.7 x 1.3 cm other findings: bilateral salpingectomy coils are present and abdomen and pelvic CT with contrast impression: questionable nephrolithiasis. Evaluation is limited by the presence of intravenous contrast. 3. A 1.7 cm peripherally enhancing crescent-shaped structure is present in the right ovary which may represent a collapsed cyst. A crescentic, peripherally enhancing structure in the right ovary measures up to 1.7 cm and may represent a collapsed ovarian cyst. 3. Likely non obstructive nephrolithiasis; evaluation is somewhat limited by the presence of IV contrast. On (B)(6) 2017,us abdomen- impression: suspected right nephrolithiasis. Non visualization of the pancreas as well as incomplete visualization of the abdominal aorta and ivc secondary to overlying bowel gas. The exam is otherwise unremarkable concerning the injuries reported in this case, the following one were reported via medical records confirming events headache, migraine, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication,lab test and lot number were added.events mood altered, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mental disorder, rash, skin disorder, headache, seizure, dyspareunia, fatigue, weight increased, alopecia, syncope, frustration tolerance decreased were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain (between a 6-8 out of 10; on her period, it is at its worst and it feels like she giving birth without any medication. The pain feels like a shooting pain)"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("allergic reaction (nickel)/ nickel allergy"), arnold-chiari malformation ("chiari malformation"), cerebrovascular accident ("stroke"), loss of consciousness ("she was passing out due to essure") and seizure ("seizures") in an adult female patient who had essure (batch no. 859457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2005, (B)(6) 2006 and (B)(6) 2013), abdominal pain, chest pain, knee operation, syncope, neck pain and vomiting. Patient denies incoordination, incoordination, incontinence, slurred speech, hallucinations, spells, specific weakness, language difficulty, slurred speech, ringing in the ears.patient does not smoke or drink alcoholic beverages.no back pain. Concomitant drug includes fiorinal. Previously administered products included for an unreported indication: depo-provera from 2006 to 2011. Concurrent conditions included obesity, cough, seasonal allergy, heart murmur, uterine fibroids, wrist pain, numbness, hypoaesthesia, blurry vision, appetite lost, sinusitis, nosebleed, dizziness, hallucinations, nausea, clumsiness, balance disorder, difficulty in walking, breast mass, cervical dysplasia, uterine fibroid, acute bronchitis, lightheadedness, ear pain, sore throat, acute eustachian salpingitis, sexually transmitted infection, hemorrhoids, amenorrhea, photophobia, dehydration, herpes simplex, dysuria, seizure, allergic reaction to analgesics and drug allergy. Family history included arthritis, cancer, diabetes (mother, father), stroke, cardiac disorder (maternal aunt), hypertension (mother) and breast cancer (mother, maternal grandmother). Concomitant products included axotal (fioricet), cetirizine hydrochloride (zyrtec), ibuprofen, ibuprofen (motrin), loratadine (claritin), methocarbamol (robaxin) since 2015, paroxetine hydrochloride (paxil), sumatriptan (imitrex) since 2015, sumatriptan since 2015, topiramate (topamax), valproate semisodium (depakote), verapamil, zolmitriptan (zomig) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion medically significant), rash ("rashes / would get patches of little"), skin disorder ("skin conditions"), fatigue ("fatigue") and rash papular ("red bumps on thighs and arms"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramp/ dysmenorrhea (cramping)"), migraine ("severe migraines"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("mental breakdowns"), headache ("headaches") and frustration tolerance decreased ("short tolerance for things"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and syncope ("syncope"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and abdominal pain lower ("lower abdominal pain"). The patient was treated with diphenhydramine hydrochloride (benadryl), antibiotics, cortisone and surgery (tubouterine implantation and surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, arnold-chiari malformation, cerebrovascular accident, loss of consciousness, menorrhagia, dysmenorrhoea, abdominal pain lower, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mental disorder, rash, skin disorder, headache, seizure, dyspareunia, fatigue, weight increased, alopecia, syncope and rash papular outcome was unknown and the mood altered and frustration tolerance decreased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arnold-chiari malformation, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, loss of consciousness, menorrhagia, mental disorder, migraine, mood altered, pelvic pain, rash, rash papular, seizure, skin disorder, syncope, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, 2nd daughter was born with narcolepsy with cataplexy, pulmonary stenosis, aortic stenosis, and noonan syndrome on or about (B)(6) 2017, plaintiff had a consultation for a future removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - in (B)(6) 2017: showing chiari malformation hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion transvaginal ultrasound was performed for cervical length measurement in order to assess the patient's risk for preterm birth. On (B)(6) 2014,hysterosalpingogram (hsg)total bilateral occlusion, tubes were blocked finding: uterine cavity normal in configuration without filling defects. Bilateral essure microinserts are present with the proximal markers at the uterine bilaterally. The fallopian tubes are completely occluded at the proximal marker. Fluoroscopy time was 0.1 min. Impression: essure microinsert well positioned with total occlusion of the fallopian tube. On (B)(6) 2015, head CT was unremarkable and mra of the brain unremarkable. On (B)(6) 2015, multiple spin echo sequences were performed without contrast including diffusion weighted sequences- there is a chiari type configuration with low lying cerebellar tonsils with inferior pointing and fullness of the foramen magnum without evidence of a syrinx in the upper cord. There is also some diffuse thickening of the dura which could be secondary to intracranial hypotension. Clinical correlation is recommended. On (B)(6) 2015,mra of the brain- unremarkable except for a possible chiari malformation. On (B)(6) 2016, 3tesla mr imaging was performed in the sagittal, axial and coronal planes- finding: chiari '1 malformation is again noted and unchanged with the cerebellar tonsils greater than 5 mm below the foi6,nen magnum. Impression: 1.no changes in the chiari 1 type malformation 2. No acute abnormality. On (B)(6) 2017, us pelvis -reproductive: a crescentic, peripherally enhancing structure in he right oval)' measures approximately t.7 x 1.3 cm other findings: bilateral salpingectomy coils are present and abdomen and pelvic CT with contrast impression: questionable nephrolithiasis. Evaluation is limited by the presence of intravenous contrast. 3. A 1.7 cm peripherally enhancing crescent-shaped structure is present in the right ovary which may represent a collapsed cyst. A crescentic, peripherally enhancing structure in the right ovary measures up to 1.7 cm and may represent a collapsed ovarian cyst. 3. Likely non obstructive nephrolithiasis; evaluation is somewhat limited by the presence of IV contrast. On (B)(6) 2017, us abdomen- impression: suspected right nephrolithiasis. Non visualization of the pancreas as well as incomplete visualization of the abdominal aorta and ivc secondary to overlying bowel gas. The exam is otherwise unremarkable. Concerning the injuries reported in this case, the following one were reported via medical records confirming events headache, migraine, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Event added red bumps on thighs and arms. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain (between a 6-8 out of 10; on her period, it is at its worst and it feels like she giving birth without any medication. The pain feels like a shooting pain)"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("allergic reaction (nickel)/ nickel allergy"), arnold-chiari malformation ("chiari malformation"), cerebrovascular accident ("stroke"), loss of consciousness ("she was passing out due to essure"), idiopathic intracranial hypertension ("tumor / teratoma / cancer type: pseudotumor cerebri.") And seizure ("seizures") in an adult female patient who had essure (batch no. 859457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (29jul2005, 09sep2006 and 10sep2013), abdominal pain, chest pain, knee operation, syncope, neck pain and vomiting. Patient denies incoordination, incoordination, incontinence, slurred speech, hallucinations, spells, specific weakness, language difficulty, slurred speech, ringing in the ears.patient does not smoke or drink alcoholic beverages.no back pain. Concomitant drug includes fiorinal. Previously administered products included for an unreported indication: depo-provera from 2006 to 2011. Concurrent conditions included obesity, cough, seasonal allergy, heart murmur, uterine fibroids, wrist pain, numbness, hypoaesthesia, blurry vision, appetite lost, sinusitis, nosebleed, dizziness, hallucinations, nausea, clumsiness, balance disorder, difficulty in walking, breast mass, cervical dysplasia, uterine fibroid, acute bronchitis, lightheadedness, ear pain, sore throat, acute eustachian salpingitis, sexually transmitted infection, hemorrhoids, amenorrhea, photophobia, dehydration, herpes simplex, dysuria, seizure, allergic reaction to analgesics and drug allergy. Family history included arthritis, cancer, diabetes (mother, father), stroke, cardiac disorder (maternal aunt), hypertension (mother) and breast cancer (mother, maternal grandmother). Concomitant products included butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride, ibuprofen, ibuprofen (motrin), loratadine (claritin), methocarbamol (robaxin) since 2015, paroxetine hydrochloride (paxil), sumatriptan (imitrex) since 2015, sumatriptan since 2015, topiramate (topamax), valproate semisodium (depakote), verapamil, zolmitriptan (zomig) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion medically significant), rash ("rashes / would get patches of little"), skin disorder ("skin conditions"), fatigue ("fatigue") and rash papular ("red bumps on thighs and arms/rashes or skin conditions type: would get patches of little red bumps on thighs and arms"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramp/ dysmenorrhea (cramping)"), migraine ("severe migraines"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("mental breakdowns"), headache ("headaches") and frustration tolerance decreased ("short tolerance for things"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced seizure (seriousness criterion medically significant). In november 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and syncope ("syncope"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, cortisone, diphenhydramine hydrochloride and surgery (tubouterine implantation and surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, arnold-chiari malformation, cerebrovascular accident, loss of consciousness, idiopathic intracranial hypertension, menorrhagia, dysmenorrhoea, abdominal pain lower, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mental disorder, rash, skin disorder, headache, seizure, dyspareunia, fatigue, weight increased, alopecia, syncope and rash papular outcome was unknown and the mood altered and frustration tolerance decreased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arnold-chiari malformation, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, idiopathic intracranial hypertension, loss of consciousness, menorrhagia, mental disorder, migraine, mood altered, pelvic pain, rash, rash papular, seizure, skin disorder, syncope, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, 2nd daughter was born with narcolepsy with cataplexy, pulmonary stenosis, aortic stenosis, and noonan syndrome on or about (B)(6) 2017, plaintiff had a consultation for a future removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - in (B)(6) 2017: results: showing chiari malformation; on (B)(6) 2015: head CT was unremarkable and mra of the brain unremarkable; on (B)(6) 2015: multiple spin echo sequences were performed without contrast including diffusion weighted sequences- there is a chiari type configuration with low lying cerebellar tonsils with inferior pointing and fullness of the foramen magnum without evidence of a syrinx in the upper cord. There is also some diffuse thickening of the dura which could be secondary to intracranial hypotension. Clinical correlation is recommended; on (B)(6)2015: mra of the brain- unremarkable except for a possible chiari malformation; on (B)(6)2016: 3tesla mr imaging was performed in the sagittal, axial and coronal planes- finding: chiari '1 malformation is again noted and unchanged with the cerebellar tonsils greater than 5 mm below the foi6,nen magnum. Impression: 1.no changes in the chiari 1 type malformation 2. No acute abnormality.. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion.finding: uterine cavity normal in configuration without filling defects. Bilateral essure microinserts are present with the proximal markers at the uterine bilaterally. The fallopian tubes are completely occluded at the proximal marker. Fluoroscopy time was 0.1 min. Impression: essure microinsert well positioned with total occlusion of the fallopian tube.. Ultrasound abdomen - on (B)(6)2017: impression: suspected right nephrolithiasis. Non visualization of the pancreas as well as incomplete visualization of the abdominal aorta and ivc secondary to overlying bowel gas. The exam is otherwise unremarkable. Ultrasound pelvis - on (B)(6)-2017: reproductive: a crescentic, peripherally enhancing structure in he right oval)' measures approximately t.7 x 1.3 cm other findings: bilateral salpingectomy coils are present and abdomen and pelvic CT with contrast impression: questionable nephrolithiasis. Evaluation is limited by the presence of intravenous contrast. 3. A 1.7 cm peripherally enhancing crescent-shaped structure is present in the right ovary which may represent a collapsed cyst. A crescentic, peripherally enhancing structure in the right ovary measures up to 1.7 cm and may represent a collapsed ovarian cyst. 3. Likely non obstructive nephrolithiasis; evaluation is somewhat limited by the presence of IV contrast.. Ultrasound scan vagina - on 21-sep-2015: transvaginal ultrasound was performed for cervical length measurement in order to assess the patient's risk for preterm birth.. Concerning the injuries reported in this case, the following one were reported via medical records confirming events headache, migraine, dysmenorrhea, dyspareunia most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received : event added- pseudotumor cerebri. Events onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain (between a 6-8 out of 10; on her period, it is at its worst and it feels like she giving birth without any medication. The pain feels like a shooting pain)'), genital haemorrhage ('abnormal bleeding (general)'), acute myeloid leukaemia ('acute myeloid leukemia'), allergy to metals ('allergic reaction (nickel)/ nickel allergy'), arnold-chiari malformation ('chiari malformation'), cerebrovascular accident ('stroke'), loss of consciousness ('she was passing out due to essure'), idiopathic intracranial hypertension ('tumor / teratoma / cancer type: pseudotumor cerebri.') And seizure ('seizures') in an adult female patient who had essure (batch no. 859457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2006 and (B)(6) 2013), abdominal pain, chest pain, knee operation, syncope, neck pain and vomiting. Patient denies incoordination, incoordination, incontinence, slurred speech, hallucinations, spells, specific weakness, language difficulty, slurred speech, ringing in the ears.patient does not smoke or drink alcoholic beverages. No back pain. Concomitant drug includes fiorinal. Previously administered products included for an unreported indication: depo-provera from 2006 to 2011. Concurrent conditions included obesity, cough, seasonal allergy, heart murmur, uterine fibroids, wrist pain, numbness, hypoaesthesia, blurry vision, appetite lost, sinusitis, nosebleed, dizziness, hallucinations, nausea, clumsiness, balance disorder, difficulty in walking, breast mass, cervical dysplasia, uterine fibroid, acute bronchitis, lightheadedness, ear pain, sore throat, acute eustachian salpingitis, sexually transmitted infection, hemorrhoids, amenorrhea, photophobia, dehydration, herpes simplex, dysuria, seizure, allergic reaction to analgesics and drug allergy. Family history included arthritis, cancer, diabetes (mother, father), stroke, cardiac disorder (maternal aunt), hypertension (mother) and breast cancer (mother, maternal grandmother). Concomitant products included butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride, ibuprofen, methocarbamol (robaxin) since 2015, sumatriptan (imitrex) since 2015, sumatriptan since 2015, topiramate (topamax), valproate semisodium (depakote), verapamil, zolmitriptan (zomig) and zonisamide (zonegran). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion medically significant), rash ("rashes / would get patches of little"), skin disorder ("skin conditions"), fatigue ("fatigue") and rash papular ("red bumps on thighs and arms/rashes or skin conditions type: would get patches of little red bumps on thighs and arms"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramp/ dysmenorrhea (cramping)"), migraine ("severe migraines"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("mental breakdowns"), headache ("headaches") and frustration tolerance decreased ("short tolerance for things"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced syncope ("syncope"). In 2017, the patient experienced arnold-chiari malformation (seriousness criterion medically significant) and cerebrovascular accident (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced amnesia ("other injury or complications describe: memory loss"). In 2019, the patient was found to have acute myeloid leukaemia (seriousness criterion medically significant). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, cortisone, diphenhydramine hydrochloride and surgery (tubouterine implantation and surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, acute myeloid leukaemia, allergy to metals, arnold-chiari malformation, cerebrovascular accident, loss of consciousness, idiopathic intracranial hypertension, menorrhagia, dysmenorrhoea, abdominal pain lower, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mental disorder, rash, skin disorder, headache, seizure, dyspareunia, fatigue, weight increased, alopecia, syncope, rash papular and amnesia outcome was unknown and the mood altered and frustration tolerance decreased was resolving. The reporter considered abdominal pain lower, acute myeloid leukaemia, allergy to metals, alopecia, amnesia, arnold-chiari malformation, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, idiopathic intracranial hypertension, loss of consciousness, menorrhagia, mental disorder, migraine, mood altered, pelvic pain, rash, rash papular, seizure, skin disorder, syncope, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, 2nd daughter was born with narcolepsy with cataplexy, pulmonary stenosis, aortic stenosis, and noonan syndrome on or about (B)(6) 2017, plaintiff had a consultation for a future removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - on (B)(6) 2015: head CT was unremarkable and mra of the brain unremarkable; on (B)(6) 2015: multiple spin echo sequences were performed without contrast including diffusion weighted sequences- there is a chiari type configuration with low lying cerebellar tonsils with inferior pointing and fullness of the foramen magnum without evidence of a syrinx in the upper cord. There is also some diffuse thickening of the dura which could be secondary to intracranial hypotension. Clinical correlation is recommended; on (B)(6) 2015: mra of the brain- unremarkable except for a possible chiari malformation; on (B)(6) 2016: 3tesla mr imaging was performed in the sagittal, axial and coronal planes- finding: chiari '1 malformation is again noted and unchanged with the cerebellar tonsils greater than 5 mm below the foi6,nen magnum. Impression: 1. No changes in the chiari 1 type malformation 2. No acute abnormality.; in (B)(6) 2017: results: showing chiari malformation. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Finding: uterine cavity normal in configuration without filling defects. Bilateral essure microinserts are present with the proximal markers at the uterine bilaterally. The fallopian tubes are completely occluded at the proximal marker. Fluoroscopy time was 0.1 min. Impression: essure microinsert well positioned with total occlusion of the fallopian tube. Ultrasound abdomen - on (B)(6) 2017: impression: suspected right nephrolithiasis. Non visualization of the pancreas as well as incomplete visualization of the abdominal aorta and ivc secondary to overlying bowel gas. The exam is otherwise unremarkable. Ultrasound pelvis - on (B)(6) 2017: reproductive: a crescentic, peripherally enhancing structure in he right oval)' measures approximately t.7 x 1.3 cm other findings: bilateral salpingectomy coils are present and abdomen and pelvic CT with contrast impression: questionable nephrolithiasis. Evaluation is limited by the presence of intravenous contrast. 3. A 1.7 cm peripherally enhancing crescent-shaped structure is present in the right ovary which may represent a collapsed cyst. A crescentic, peripherally enhancing structure in the right ovary measures up to 1.7 cm and may represent a collapsed ovarian cyst. 3. Likely non obstructive nephrolithiasis; evaluation is somewhat limited by the presence of IV contrast.. Ultrasound scan vagina - on (B)(6) 2015: transvaginal ultrasound was performed for cervical length measurement in order to assess the patient's risk for preterm birth. Concerning the injuries reported in this case, the following one were reported via medical records confirming events headache, migraine, dysmenorrhea, dyspareunia . Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Event : acute myeloid leukemia added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain (between a 6-8 out of 10; on her period, it is at its worst and it feels like she giving birth without any medication. The pain feels like a shooting pain)"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("allergic reaction (nickel)/ nickel allergy"), arnold-chiari malformation ("chiari malformation"), cerebrovascular accident ("stroke"), loss of consciousness ("she was passing out due to essure"), idiopathic intracranial hypertension ("tumor / teratoma / cancer type: pseudotumor cerebri.") And seizure ("seizures") in an adult female patient who had essure (batch no. 859457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2006 and (B)(6) 2013), abdominal pain, chest pain, knee operation, syncope, neck pain and vomiting. Patient denies incoordination, incoordination, incontinence, slurred speech, hallucinations, spells, specific weakness, language difficulty, slurred speech, ringing in the ears. Patient does not smoke or drink alcoholic beverages. No back pain. Concomitant drug includes fiorinal. Previously administered products included for an unreported indication: depo-provera from 2006 to 2011. Concurrent conditions included obesity, cough, seasonal allergy, heart murmur, uterine fibroids, wrist pain, numbness, hypoaesthesia, blurry vision, appetite lost, sinusitis, nosebleed, dizziness, hallucinations, nausea, clumsiness, balance disorder, difficulty in walking, breast mass, cervical dysplasia, uterine fibroid, acute bronchitis, lightheadedness, ear pain, sore throat, acute eustachian salpingitis, sexually transmitted infection, hemorrhoids, amenorrhea, photophobia, dehydration, herpes simplex, dysuria, seizure, allergic reaction to analgesics and drug allergy. Family history included arthritis, cancer, diabetes (mother, father), stroke, cardiac disorder (maternal aunt), hypertension (mother) and breast cancer (mother, maternal grandmother). Concomitant products included butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride, ibuprofen, methocarbamol (robaxin) since 2015, sumatriptan (imitrex) since 2015, sumatriptan since 2015, topiramate (topamax), valproate semisodium (depakote), verapamil, zolmitriptan (zomig) and zonisamide (zonegran). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced allergy to metals (seriousness criterion medically significant), rash ("rashes / would get patches of little"), skin disorder ("skin conditions"), fatigue ("fatigue") and rash papular ("red bumps on thighs and arms/rashes or skin conditions type: would get patches of little red bumps on thighs and arms"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramp/ dysmenorrhea (cramping)"), migraine ("severe migraines"), mood altered ("moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("mental breakdowns"), headache ("headaches") and frustration tolerance decreased ("short tolerance for things"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced arnold-chiari malformation (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and syncope ("syncope"). In (B)(6) 2018, the patient experienced amnesia ("other injury or complications describe: memory loss"). On an unknown date, the patient experienced loss of consciousness (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), menorrhagia ("severe menstrual flow") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, cortisone, diphenhydramine hydrochloride and surgery (tubouterine implantation and surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, arnold-chiari malformation, cerebrovascular accident, loss of consciousness, idiopathic intracranial hypertension, menorrhagia, dysmenorrhoea, abdominal pain lower, migraine, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, mental disorder, rash, skin disorder, headache, seizure, dyspareunia, fatigue, weight increased, alopecia, syncope, rash papular and amnesia outcome was unknown and the mood altered and frustration tolerance decreased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, arnold-chiari malformation, cerebrovascular accident, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, headache, idiopathic intracranial hypertension, loss of consciousness, menorrhagia, mental disorder, migraine, mood altered, pelvic pain, rash, rash papular, seizure, skin disorder, syncope, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2006, 2nd daughter was born with narcolepsy with cataplexy, pulmonary stenosis, aortic stenosis, and noonan syndrome on or about (B)(6) 2017, plaintiff had a consultation for a future removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram - on (B)(6) 2015: head CT was unremarkable and mra of the brain unremarkable; on (B)(6) 2015: multiple spin echo sequences were performed without contrast including diffusion weighted sequences- there is a chiari type configuration with low lying cerebellar tonsils with inferior pointing and fullness of the foramen magnum without evidence of a syrinx in the upper cord. There is also some diffuse thickening of the dura which could be secondary to intracranial hypotension. Clinical correlation is recommended; on (B)(6) 2015: mra of the brain- unremarkable except for a possible chiari malformation; on (B)(6) 2016: 3tesla mr imaging was performed in the sagittal, axial and coronal planes- finding: chiari '1 malformation is again noted and unchanged with the cerebellar tonsils greater than 5 mm below the foi6,nen magnum. Impression: 1.no changes in the chiari 1 type malformation 2. No acute abnormality.; in (B)(6) 2017: results: showing chiari malformation. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Finding: uterine cavity normal in configuration without filling defects. Bilateral essure microinserts are present with the proximal markers at the uterine bilaterally. The fallopian tubes are completely occluded at the proximal marker. Fluoroscopy time was 0.1 min. Impression: essure microinsert well positioned with total occlusion of the fallopian tube.. Ultrasound abdomen - on (B)(6) 2017: impression: suspected right nephrolithiasis. Non visualization of the pancreas as well as incomplete visualization of the abdominal aorta and ivc secondary to overlying bowel gas. The exam is otherwise unremarkable. Ultrasound pelvis - on (B)(6) 2017: reproductive: a crescentic, peripherally enhancing structure in he right oval)' measures approximately t.7 x 1.3 cm other findings: bilateral salpingectomy coils are present and abdomen and pelvic CT with contrast impression: questionable nephrolithiasis. Evaluation is limited by the presence of intravenous contrast. 3. A 1.7 cm peripherally enhancing crescent-shaped structure is present in the right ovary which may represent a collapsed cyst. A crescentic, peripherally enhancing structure in the right ovary measures up to 1.7 cm and may represent a collapsed ovarian cyst. 3. Likely non obstructive nephrolithiasis; evaluation is somewhat limited by the presence of IV contrast.. Ultrasound scan vagina - on (B)(6) 2015: transvaginal ultrasound was performed for cervical length measurement in order to assess the patient's risk for preterm birth. Concerning the injuries reported in this case, the following one were reported via medical records confirming events headache, migraine, dysmenorrhea, dyspareunia most recent follow-up information incorporated above includes: on 15-may-2019: pfs received event " memory loss" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.